Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2017-00808. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and pod8 coils. During the procedure, while attempting to advance a ruby coil into a lantern delivery microcatheter (lantern), the physician inadvertently kinked the ruby coil pusher assembly. Therefore, the physician removed the ruby coil and continued the procedure using other ruby coils. After advancing a pod8 into the aneurysm, the physician determined that the coil was the incorrect size and therefore, the coil was removed and saved for later use. The procedure continued using additional ruby coils. Towards the end of the procedure, the physician attempted to re-use the pod8; however, the pod8 would not advance out of its introducer sheath and into lantern. Therefore, the pod8 was removed and the procedure was completed using additional ruby coils and the same lantern. It was reported that the physician dipped the pod8 into a saline basin to get all the blood off prior to attempting to re-use it. There was no report of an adverse effect to the patient.